Manufacturer narrative:
The device has not yet been rec'd by the MFR. The device has not yet been rec'd by the MFR. If the device is rec'd, a follow up report will be filed.

Event description:
It was reported that the bur broke in the attachment while in use. The procedure was completed with a back up handpiece. There are no adverse consequences associated with this event.